Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12000, model: db-1200, serial: (B)(4), batch: (B)(4). Product family: dbs-ipg-r-MRI, upn: m365db12000, model: db-1200, serial: (B)(4), batch: (B)(4).

Event description:
A report was received that patient underwent a revision procedure to replace the ipg as the physician suspected battery depletion following significant change in programming. Patient was doing well post operatively.